Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The spinous clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring had been pulled from the tip of the adjustment screw and was missing. As is, the screw would be able to close the clamp but not open it. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the clamp will not open or tighten. There was no patient present.